Event description:
The patient had ifuse si joint arthrodesis performed in (B)(6) 2012 where three implants were placed. The patient complained of si joint pain for months following the surgery. In (B)(6) 2014, the surgeon performed a revision surgery where he removed one implant and replaced it with a larger one and added an additional implant to help fixate the joint. The patient is recuperating following the surgery.

Manufacturer narrative:
Based on the information provided, review of the surgical technique guide, certificates of analysis, IFU and fmea, there is no evidence that the device was out of specification. The most probable root cause is late recurrence of symptoms. Part numbers, lot numbers, manufacturing dates and expiration dates: ifuse implant, p/n 7040-90, lot# 8004003235003, manufactured 02/06/12, expires 2015-04. Ifuse implant, p/n 4050-90, lot# 7987003323007, manufactured 03/21/12, expires 2015-05 (x2).